Manufacturer narrative:
The reported field event of bpa was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the event, device had a reset, which cleared the device¿s usage data. The bpa algorithm uses device usage history data for calculations, and since that data got cleared after reset, a false bpa was triggered. This is normal and expected behavior when the data is cleared, and the device had been implanted for > 10 years.

Event description:
New information received suggests the device was explanted. The reason for explant was not confirmed. Further information was requested but was not yet available.

Event description:
New information received notes device function was stable with no alerts and the the patient was stable with no new issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Further information was requested, but not yet available.